Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 9 while using the device updater to update their pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. During troubleshooting, tandem technical support advised for the customer to attempt to unplug the pump then reconnect it to the computer twice; however, the issue was not resolved. The customer attempted to use a different usb cable; however, the issue was still not resolved. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.